Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Additional information was received from the customer on 26-feb-2021: he date of occurrence was unknown, the event occurred at the beginning of the day when turning the device on the device would only stay on if the power button was held in the on position. There were no other abnormalities noted with the device aside from the power button not functioning. A nd there was no patient or procedure impact. The device has since been returned to olympus. Olympus determined that six years or more have passed since the device was manufactured, and it is assumed that the power switch and the locking mechanism of the output connector had worn out and broken down due to repeated use over a long period of time. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the device housing has scratches. The user's report was confirmed. The power button was not working due to a faulty harness switch. The scope socket was bad due to the locking mechanism not protecting the pins. The front panel mouth is cracked. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing an evis exera iii xenon light source, the power button was not working. There was no patient contact/impact related to this occurrence.